Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, while technical support arranged to replace the pump.